Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd as lvp 20d 2ss cv disconnected/separated. The following information was provided by the initial reporter: I was responding to a beeping IV and the IV tubing. Was disconnected as seen below. I do have the tubing if you need to look. At it. I just wanted to make you aware in regard to the product issue. Injuries or adverse event: no.

Manufacturer narrative:
One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The top silicone segment was separated from the tubing and no ring retainer was with the returned set. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, it was not possible to confirm that the condition reported is generated in the manufacturing process. This is due to silicone tubing evidence the ring retainer, leading to us that it was assembled correctly. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.